Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) was completed. The cause for the failure was isolated to excessively discharged battery cells (1.192v). The root cause for the excessive discharge could not be positively identified. Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (unable to power on a monitor) has been confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) indicating that the battery was unable to power on a monitor.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is still underway. The reported problem (does not power on monitor) has been confirmed. As received the battery was non-functional in a monitor and charger. A root cause investigation is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.